Event description:
As reported, an unspecified bakri postpartum balloon was inserted into a patient's uterus after a caesarean delivery for placenta previa. The balloon was inflated with 200 milliliters of saline. Approximately one hour later, the patient became hypotensive. The abdomen was re-opened, and the lower uterine segment was found to be ruptured, leading to a blood loss of 1900 milliliters. The uterine suture line was reportedly intact. The uterine rupture was repaired, and the patient made a good recovery.

Manufacturer narrative:
It is unknown if the device will be returned. Customer name and address= address line 2: (B)(6); phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: d9, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, an unspecified bakri postpartum balloon was inserted into a patient's uterus after a caesarean delivery for placenta previa. The balloon was inflated with 200 milliliters of saline. Approximately one hour later, the patient became hypotensive. The abdomen was re-opened, and the lower uterine segment was found to be ruptured, leading to a blood loss of 1900 milliliters. The uterine suture line was reportedly intact. The uterine rupture was repaired, and the patient made a good recovery. Investigation - evaluation reviews of instructions for use and quality control procedures of the device were conducted during the investigation. The device was not returned for investigation. As no lot information was provided, the complaint history and device history record could not be reviewed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. The device is provided with instructions for use which caution, ¿avoid excessive force when inserting the balloon into the uterus.¿ the IFU further warns, "the [device] is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery." Based on the available information and a clinical assessment of the event, cook has concluded that a cause for this event could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.